Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Brand name: avista? MRI, model: sc-2408-74, serial: (B)(6), batch: 7074940, UDI: (B)(4). Brand name: avista? MRI, model: sc-2408-74, serial: (B)(6), batch: 7074949, UDI: (B)(4).

Event description:
It was reported that the clinical study patient experienced inadequate pain relief and underwent a spinal cord stimulation (scs) system explant procedure. The physician assessed that there were no device deficiencies and no adverse events.